Event description:
While using the razorcut shaver blade during acl reconstruction, the blade seized up. There were metal fragments present. The shaver blade was replaced.what was the original intended procedure?acl reconstruction.device #1is this a laboratory device or laboratory test?no.